Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 1200, the pump was programmed to deliver 500ml of normal saline at a rate of 270ml/hr, with a volume to be infused (vtbi) of 510ml, and the deliver was started. At 1350, the patient awoke and noted that the pump was "pumping air." The patient clamped the tubing set and notified the nursing staff. The customer contact reported the patient was "short of breath, turning blue and was hysterical." At this time, the nurse noted that the container was empty with air in the tubing distal to the pump. No audible alarm was reported. At this time, the patient's oxygen saturation was 84% on room air. The patient was treated with oxygen 2l per nasal cannula and unspecified IV fluids. After an unspecified length of time, the patient's oxygen saturation was reported to be 88% on 2l of oxygen. The patient was examined by the physician and was transported to the emergency room of an unspecified hospital for evaluation. The customer contact reported that the staff in the emergency room reported that the patient was "fine". There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.